Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that the pump time and date were incorrect, cause was not known. During troubleshooting with tandem technical support, customer corrected the time and date, and resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose level.